Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges piston rod does not move and pump does not give insulin. Caller reported customer was admitted to the hospital with a blood glucose level of 700 mg/dl; was treated with replacement therapy and hospitalized for 4 days. Requested return of the alleged device for evaluation and replacement was provided.